Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 24 mg/dl. The customer alleged the pump did not suspend insulin delivery appropriately; however this could not be confirmed as customer was unable to troubleshoot. The customer went to the emergency room and was subsequently hospitalized. Customer did not specify the treatment received and indicated issue was resolved. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.